Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer was experiencing high blood glucose and ketones. Customer was getting sick first and today has been experiencing highs. Blood glucose was 400 mg/dl, treated with manual injections and current was 260 mg/dl. Customer's mother declined troubleshooting for high blood glucose.